Event description:
Event description cpi received information that the egrams were noisy for this endotak transvenous defibrillation lead and that the patient had experienced 37 nonsustained episodes as well as one shock. The patient has not received any inappropriate therapy since then and no invasives have been performed to date.